Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with her sensors. She stated that two days ago, her new sensor was reading low and caused the insulin pump to go into threshold suspend mode. When customer checked her blood glucose, it was 120 mg/dl. She has also been receiving calibration and sensor errors. Customer's current blood glucose was 50 mg/dl. She treated with breakfast. Customer was advised of proper sensor insertion and calibration methods. The transmitter did not blink when connected to the sensor during the test plug procedure. Customer was advised the transmitter may not be working. A replacement transmitter was sent. Nothing further reported.